Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this report is for an unknown titanium plate/unknown lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for 1 of 2 for complaint (B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a titanium plate implanted on a humerus bone got loose from the bone and implicated a new surgery. This report is for an unknown plate. This report is for 1 of 1 complaint (B)(4).